Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the ECG signal displayed on the screen was lost. The clinician reconnected the electrode pads to the device, and the issue was resolved. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical japan for evaluation. The customer's report could not be duplicated during evaluation. The two clinical logs reviewed, dated (B)(6) 2025, match the event description despite not aligning with the reported date. In both logs, users initially received "plug in cable" messages and were unable to obtain ECG; in the second log, signal was restored after pads were fully connected and recognized by the device. Extensive testing was unable to duplicate the customer report. The flex circuit was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.